Event description:
Manufacturer follow-up with the vns implanting surgeon revealed a non-absorbable suture was used to secure the generator to the fascia during implant of the vns on (B)(6) 2011, which is recommended per manufacturer labeling. Reporter indicated surgery is not planned at this time. The vns has been disabled and the patient will be monitored for the next 3-6 months for seizure activity and the need for surgery will be reassessed at that time.

Event description:
Reporter indicated a patient's vns generator had migrated upward in the chest, and the patient would massage the generator back down into the correct position. The patient was also experiencing painful stimulation in her neck and in her chest at the generator site. The vns hz setting was decreased as an intervention for the painful stimulation. The patient had no known trauma. Surgery to reposition or remove the vns appears likely, but has not been scheduled to date.